Event description:
It was reported that the user experienced sustained high glucose readings after changing supplies, despite not having eaten, and the infusion set removed did not appear bent; the agent guided a site change to a new location and insulin delivery was resumed. Symptoms included hyperglycemia. Outcomes included no reported injury, no emergency care, and no hospitalization. Investigation included remote troubleshooting and user education regarding infusion site change and resumption of insulin delivery. Investigation of this case revealed no confirmed device malfunction or component failure based on user-reported inspection and effective resolution after site change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.